Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 100% stenosed, chronic total occlusion (cto) lesion was located in the calcified right external iliac artery. A 3.0x40, 75cm mustang balloon catheter was used for pre dilatation of the lesion. During first inflation, the device ruptured at rate burst pressure. The physician performed contrast study and there was no problem identified. The procedure was completed with a 8mmx4cm non bsc stent and was post dilated with a 5mm non bsc balloon catheter. No patient complication were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).